Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/16/24 a beta bionics clinical diabetes specialist (cds) was made aware by a user's mother that the user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The exact event date was not reported but is estimated to have occurred sometime between 12/9/24 and 12/13/24. The dka occurred after an insulin occlusion alert was received during the night while the user was asleep, resulting in prolonged hyperglycemia. Multiple further attempts by beta bionics customer care and the cds to contact the user's mother to obtain additional event information have been unsuccessful.